Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different 4.5-8mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen and contrast in the balloon. There were kinks in the hypotube 38cm and 61cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst that was 9mm in length. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different 4.5-8mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.